Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 4) "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of clogged nozzle was confirmed. There were foreign materials in the nozzle, which could not be removed due to insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera gastrointestinal videoscope experienced a clogged nozzle. The event occurred during reprocessing. The diagnostic gastroscope procedure was completed using another device. The subject device was inspected prior to use and there were no abnormalities found. The facility uses a mh-946 (injection tube) for manual cleaning and there were no scratches noted. The facility uses an aer (washer-disinfector) made by olympus. It is unknown when the last time the nozzle was changed. There was no report of patient harm associated with the device.